Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the metal cap exhibits severe scratch marks; the fiber has pushed forward in metal cap; the octagonal sign on the outer flow tubing is no aligned with output window; the metal cap is not rotating within the outer flow tubing. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 240,268 joules, a "cap malfunction" was noted. The fiber was exchanged and @ 274,261 joules, it was noted that the fiber tip broke while using the second fiber. The procedure was completed with a third fiber. ¿no injury to the patient¿ reported. This event is for the first fiber.